Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the complaint device is not being returned, therefore unavailable for a physical evaluation, however 2 photos were provided. Upon visual inspection of the photos, in the first photo the device's shaft is shown, the tips is broken. In the second photo, the reamer's label is shown which contains the part and lot numbers, these numbers were verified and they are correct. A manufacturing record evaluation was performed for the finished device a2209008, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for this issue can be attributed to procedural variables, such handling of the device or product interaction during procedure, the device may become stuck due to a hard bone surface at the moment of drilling, therefore, the shaft tip broke, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023, it was observed that the distal tip on the twistr reamer (6-12mm) broke. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.